Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, episodes of atrial lead noise were noted on the right atrial lead. The patient would continue to be monitored and was stable during and after the episode.

Manufacturer narrative:
Device manufacture date was missing from initial MDR.